Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional called to report capsular contracture baker grade IV. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported "superior malposition". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observed. ¿ malposition: unable to observed. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report capsular contracture baker grade IV. Later, healthcare professional reported "superior malposition". This record is for the left side. The device has been explanted and replaced.